Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the up/down/contrast keypad buttons intermittently responded to user inputs during testing, the ok keypad button did not respond to user inputs or springback during testing. It was observed that the ok key contact was inverted, and there was evidence of adhesive/contamination found under all the key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons reportedly have to be pressed several times for a response. There was no adverse event associated with this complaint.